Event description:
[Sterile hypodermic needle with safety cap 25g x 1"] use for covid-19 under emergency use authorization (eua): I am a registered staff pharmacist who gave a covid-19 vaccine to a patient. After giving the injection, I used my right index finger to push the attached, safety-lock cap over the needle, but it would not close over or lock/snap. This resulted in the needle sticking through my right index finger, and underneath the nail, breaking the skin and causing bleeding. Manufactured by (B)(4). Lot: sn210112. Immunization history: vaccinated with the (B)(6) series (doses 1,2,3) between 1996-1997 with no immunity shown via titers. Revaccinated in 2015-2016 (doses 4,5,6). On (B)(6) 2022 I had my blood drawn at a clinic to draw my baseline of (B)(6) antibody/antigen results. I failed immunity to (B)(6). I am getting a 3rd round of (B)(6) series due to needle-stick and failed immunity results. I received my first dose on (B)(6) 2022.